Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements greater than 2000 ohms and loss of capture as a result of high outputs. The lead configuration was reprogrammed to lv tip to right ventricular (rv) lead ring. This change resulted in good threshold measurements, but the impedance measurements remained greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.